Manufacturer narrative:
This case was initially received via regulatory authority (department of health & human services, reference number: mw5097169) on 28-oct-2020. The most recent information was received on 04-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('migration of essure from fallopian tubes to uterus') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, disability, life threatening and intervention required). The patient was treated with surgery (complete hysterectomy). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (rep_ha_us_FDA_maude on 28-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('migration of essure from fallopian tubes to uterus') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, disability, life threatening and intervention required). The patient was treated with surgery (complete hysterectomy). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.